Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded monofocal enhance intraocular lens (iol) did not function as intended. When the doctor attempted to use the delivery system, he remarked that it required more force than usual. After the cataract was removed, he examined the lens through the microscope and noticed a large incision across it. The lens had to be cut and removed in pieces. A second iol of the same model and diopter was then used to complete the procedure, and this one functioned normally. No further information is available.